Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there was no damage to the battery compartment or battery cap. The battery cap fastened securely to the pump. Pump boots to "verify" screen with auditory and vibratory alarms. A review of the black box confirmed that several reboots occurred. The pump was exercised for 24hrs with no reboots being duplicated. The pump was opened and moisture damage was observed around the rf board, vibrate motor, and power terminals. No damage or defects were noted to the power flex, battery terminals, or pcb assembly. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The patient reported that the pump was rebooting. She confirmed that she was able to confirm the verification screen and prime each time and there were no blood glucose excursions due to this issue. She confirmed that there was no damage to the pump or battery cap and the yellow o-ring was not visible.